Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in us so that 510k is blank. Evaluation summary: it was caused due to an excessive force applied on the cable. This report is being filed as part of the pentax backlog management plan

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture. There was no report of patient harm. Connection cord quality and price. Customer feedback suggesting that the price and build quality of os-a98 are not acceptable. The price is listed at (B)(6) and this cable is frequently tearing from the connection side that goes into the scope. Since this cable needs to be connected prior to every procedure, the materials used should be of higher quality to meet the demands of the product